Manufacturer narrative:
The lot number has been provided and the device returned for eval. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy, fibers and/or droplets of lubrication were allegedly observed on the tip of the needle. It was further reported that another probe from the same lot was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. This was the first complaint to date for this lot number and failure mode. Visual inspection: the probe was returned clean with the aperture 100% closed. A tip protector was returned on the probe needle. Droplets of a clear liquid were noted on the device and throughout the sample chamber and tubing. The tip protector was carefully removed and the probe trocar tip was examined under magnification (10x). No fibers were observed at the tip, however, evidence of what appeared to be a plastic residue was found on the end of the tip. The tip protector was then examined under magnification, and evidence of skiving/scoring was found on the interior of the open end of the tip protector. The residue found on the trocar tip is consistent with the skiving marks on the tip protector, however, it is unknown when the skiving occurred. The clear liquid from the tip of the needle and the inside of the tray was analyzed via an ftir scanner. The top result of the scan indicated the clear liquid to be a 99.24% match for water, and not a form of lubrication. No fibers or lubrication droplets were observed during the evaluation. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: one encor probe was returned for evaluation. The investigation is inconclusive for the reported foreign material, as no foreign fibers or lubrication droplets were found during functional testing. Per the reported event details, water was spilled on the device as the sales rep was transporting the device. The water identified on the probe and on the interior of the probe packaging most likely is a result of the spilled water. It was identified in the investigation that the interior of the tip protector exhibited skiving marks, and the trocar tip of the probe had plastic residue from the protector. It is possible that the reported fibers were plastic skives that originated as the tip protector was removed from the probe. However, the definitive root cause for the alleged fibers could not be determined. Labeling review: the current encor biopsy probe instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.